Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose (bg) was 600 mg/dl. A correction bolus via the pump was delivered to address bg.